Event description:
It was reported via clinic notes from (B)(6) 2010 that the pt averages about one seizure a month, but had three back in (B)(6) 2010. Attempts for further info have been unsuccessful to date.